Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device remains implanted; therefore, the device will not be coming back for evaluation. The sales rep stated he will request a copy of the operative report and/or discharge summary. An echo was done in ER and also in or and copies on cd have been requested. The device history record review is in process. The patient had a history of endocarditis from drug abuse (the 1st surgery was for strep endocarditis from IV drug use). The native tissue of the patient's annulus was "friable" and it was indicated that this was emergent surgery. The surgeon has not provided the cause of death but he is not alleging a device malfunction or blaming the edwards explanted or implanted device.

Manufacturer narrative:
Additional manufacturer narrative: the device history record has been reviewed and confirms that this device passed all manufacturing and sterilization inspections; no quality deficiencies detected during the manufacture of this device.

Event description:
Reportedly, the device was implanted and the patient did not survive the surgery. Device remains implanted. According to the surgeon, the patient presented at midnight in extreme situation to the ER and had wide open aortic insufficiency (detected on echo in ER). They took him directly to the operating room. His previous bioprosthetic valve had dehisced and was in his descending thoracic aorta. The patient's native aortic annulus was completely infected as a result of endocarditis. The patient had a history of endocarditis from drug abuse (the 1st surgery was for strep endocarditis from IV drug use). They reconstructed his aorta and a new device was implanted. (This implanted valve was the same make, model and size as the previously explanted valve. See report for s/n (B)(4)). However, the patient never recovered and never came off bypass. The patient was pronounced at 7:00 a.m. The surgeon is not blaming the (explanted or implanted) device.

Event description:
Per operative findings, patient had complete disruption of the aortic and mitral annulus with large bulky vegetations in the entire aortic root, with complete destruction of the continuity of the aortic ventricular connection.